Manufacturer narrative:
The pump had cracked and bleeding lcd glass with a scratched display window scratched case and cracked reservoir tube lip. The pump was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test or test button response and the suspend mode due to cracked and bleeding lcd glass. There was no moisture damage noted on electronic assembly or on motor. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call of issues with the customer's insulin pump. The spouse states the pump screen was black and cracked. The customer's blood glucose level was 246mg/dl. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.